Manufacturer narrative:
The probe was inspected by the service and repair team. The service and repair team confirmed that there was no damage to the instrument and it was not bent. It was possible to verify using the navigation system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received clarification that by "corresponded" with the instrument that belonged to the hospital, it was meant that another instrument was used. It was reported that the cause or contributing factors related to the bent instrument.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number unavailable. UDI not available for this instrument. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that intra-operatively, when the product was used, it was bent. The procedure was completed using the navigation system and back-up products. The event was "corresponded" with the instrument that belonged to the hospital. There was no reported impact to patient outcome and not reported surgical delay.